Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 21-nov-2029, UDI#: (B)(4); product ID: 97 7a260, serial/lot#: (B)(6), ubd: 21-nov-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during reprogramming of implanted leads for neuropathy in the feet, the patient sought improved hip coverage and perception could not be captured with the superior lead. Recent lumbar imaging was reviewed and indicated that the superior lead had migrated out of the epidural space, while the other lead had migrated slightly but was still providing good coverage. Both leads were reported to have in-range impedances. The physician and patient planned to continue utilizing the lead providing good coverage unless coverage worsened. The issue was ongoing and the patient was reported alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.